Manufacturer narrative:
The balloon inflation pressures were recorded as within the pressure range at implantation. The first, second, and third balloons were implanted for 175 days, 156 days, and 140 days, respectively. A potential root cause of the deflation could have been material fatigue resulting from low balloon pressure, however the actual root cause remains unknown. Deflation is a known risk; the frequency of balloon deflations to date has not exceeded the frequency identified in the labeling. Per the labeling "patients reporting a loss of fullness, increased hunger, and/or weight gain should be examined by radiograph, as this may be a sign of balloon deflation. Additionally, any increase in nausea, vomiting and/or cramping after initial symptoms have subsided may indicate a deflated balloon. Patients should be evaluated by radiograph and endoscopic visualization might be required if the state of inflation cannot be determined radiographically. In the event of balloon deflation, the balloon should be removed as soon as possible."

Event description:
A single deflated balloon was identified at a normally scheduled endoscopic removal in a female patient with a first balloon placement of (B)(6) 2018, second balloon placement of (B)(6) 2018, and third balloon placement of (B)(6) 2018. The balloon was identified in the patient's stomach with no migration into the lower intestine during the non-emergent, scheduled balloon removal on (B)(6) 2018. All balloons were successfully removed by endoscopy without complication but were not returned to obalon for investigation. The patient was reportedly not always complaint with ppi medications and instead was taking non-ppi antacids most of the time. There was no injury associated with the deflated balloon.